Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was a reported delay of 10 minutes.

Manufacturer narrative:
Patient information was unavailable from the site. Event date is approximated. The system checkout and part analyses are captured under manufacturer report # 1723170-2019-04992. The system checkout resolved the issue in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system shut down unexpectedly during the case. When it first shut down, the system was unable to be turned back on until after it had been sitting for a few minutes off. After about an hour, the system shut down again. The site swapped to another system in the clinical case and continued with no issue. There was no impact on patient outcome due to this issue.